Event description:
It was reported that during the implant procedure, the setscrew could not be tightened when attempting to connect the ventricular lead to the pulse generator. The setscrew detached from the device upon removal of the torque wrench. The device was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.